Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, periodontal disease, preceding/simultaneous bone augmentation, peri-implantitis, increased sensitivity, inflammation, mobility. Bone was not fully healed from prior extraction.